Manufacturer narrative:
This event occurred in (B)(6). The customer¿s calibration and qc were acceptable. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable troponin t high sensitive stat results for one patient tested on a cobas e411 rack. The initial result was reported outside the laboratory. The customer performed repeat testing with the same patient's sample for confirmation. On (B)(6) 2020, the patient¿s initial troponin result at 11:39 was 64.95 pg/ml with a data flag. At 15:31, the patient¿s repeat troponin result was 8.14 pg/ml. On (B)(6) 2020, the patient¿s second repeat result was 8.53 pg/ml. The troponin reagent lot number was 416797 with an expiration date of 30-nov-2020.